Event description:
The customer observed false repeat reactive architect hbsag qualitative results which were questioned by the physician for multiple patients. The results provided were: sample 2: sid (B)(6): 57-yrs old male: initial=12.06 s/co (> or =1.00 s/co=reactive) /repeated=0.49 and 5.31 s/co c2=2.17 s/co; c1=0.25 s/co; confirmatory = 100% neutralization (c2=> or =0.70 s/co and % neutralization=> or =50%=confirmed positive) on (B)(6) 2026 c1=0.23 s/co; c2=0.29 s/co; hbsag=0.26 s/co. On (B)(6) 2026 sample 6:sid (B)(6): 39-yrs old female: initial=1.50 s/co /repeated= 95.58 and 152.03 s/co c2=7.85 s/co; c1=0.23 s/co; %neutralization= 100%. On (B)(6) 2026 repeated= 0.35/0.23/0.23 s/co. There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a patient information, 1. Patient identifier = sid= (B)(6), 57 yrs old male and sid (B)(6), 39 yrs old female. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed false repeat reactive architect hbsag qualitative results which were questioned by the physician for multiple patients. The results provided were: sample 2: sid (B)(6): 57yrs old male: initial=12.06 s/co (> or =1.00 s/co=reactive) /repeated=0.49 and 5.31 s/co, c2=2.17 s/co; c1=0.25 s/co; confirmatory = 100% neutralization (c2=> or =0.70 s/co and % neutralization=> or =50%=confirmed positive), (B)(6) 2026 c1=0.23 s/co; c2=0.29 s/co; hbsag=0.26 s/co, on (B)(6) 2026 sample 6:sid (B)(6): 39yrs old female: initial=1.50 s/co /repeated= 95.58 and 152.03 s/co c2=7.85 s/co; c1=0.23 s/co; %neutralization= 100%, (B)(6) 2026 repeated= 0.35/0.23/0.23 s/co. There was no reported impact to patient management.

Manufacturer narrative:
During the site visit, the abbott field service (fsr) inspected the module, performed multiple troubleshooting procedures and determined the alinity pipettor probe (03r96-02) is the cause of the issue. The parts were replaced which resolved the issue. A review of the alinity (B)(6) instrument service history, identified no contributing factors to the discrepant result. A review of complaint and trending data for the alinity I processing module did not identify any similar issues as described in this complaint. Additionally, review of complaints and trending data associated with the alinity pipettor probes did not identify an increase in complaint activity. The alinity ci-series operations manual provides adequate labeling with regards to maintenance and troubleshooting the issue, including operational precautions and limitations; specimen handling recommendations and fluidic subsystems troubleshooting and the system technology limitations and resolving the customer¿s issue. The alinity I service documentation contained adequate information for the troubleshooting, removal, and replacement of the pipettor probe. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation, no product deficiency was identified for either the alinity c processing module, serial number (B)(6), or the alinity pipettor probes.